Event description:
I first noticed issues (B)(6) 2020 with my old bi-pap machine to my new dr. (B)(6), that I didn't think the filter was working correctly and a noise. The old machine was account #:(B)(6) with rotech and was under the care of dr. (B)(6). That machine was issued on or about (B)(6) 2017. Insurance denied a new machine until (B)(6) of 2020. For old machine I was talking to rotech on (B)(6) 2020 that I had not received my supplies that were ordered in (B)(6), complained to the representative about the filter and noise on old machine, nothing was mentioned about a recall. On (B)(6) 2020 received new bi-pap. On (B)(6) 2020 called supplied company, a1- healthcare/rotech that I still had not received supply order, that is when I found- out that there had been a recall on (B)(6) 2020, but they still sent the recalled machine out. I contacted dr. Immediately because of issues that I had raised in (B)(6) with old machine. She said to continue using, but to get filter that was recommended. It took several weeks to obtain filter, that was later stated could be harmful. On (B)(6) 2020, first appointment with pulmonary dr. (B)(6), she ordered several test, started albuterol. On (B)(6) 2020 eye exam, dr stated eyes were extremely dry to use lubricating drops several times a day. On (B)(6) 2020 admitted to (B)(6) hospital with severe chest pain, short of breath, and disoriented. Negative for covid (did have covid in (B)(6) 2020 before testing), numerous heart test ran, no issues found. Continued to express concern to all my drs about breathing machine and health issues I was having all were listed on the recall notice. Continued to have nasal congestion, headaches, hoarseness, cough, shortness of breath, dizziness, dry eyes, skin lesions on face, irritation at nasal area, hyper sensitive to cleaning products, swelling in legs, fatigue, weakness, kidney, liver, gi and endricane issues. Saw ent, (B)(6) 2020, complained of all of the above, stated an 2 nasal inhalers and nasal rinse. On (B)(6) 2020, amyloidosis was discovered in a regular checkup, had been in reemission for almost 5 year. After testing, it had spread to my sinuses to my esophagus and I had severe gerd. On (B)(6) 2021 amyloid removed. On (B)(6) 2021, was evaluated by (B)(6), and expressed concerns about recall, to discuss with sleep specialist, but if my apnea was that severe may need to continue, but it probably continuing to irritate the airway. On (B)(6) 2021 again discussed my concerns and the fact that my breathing stopped at least 6x and that I had narcolepsy, she felt needed to continue. My pulmonary dr, also felt I needed to continue bi-pap, ordered tests and started albuterol. On (B)(6) 2021,pulmonary dr dx asthma, began arunitty ellipta. On (B)(6) 2021 osu amyloid clinic, felt in needed to stop bi-pap because of the continued irritation of airway. On (B)(6) 2021 contacted my sleep specialist and pulmonary dr to tell them I was stopping the recalled bi-pap. Have not used. Received my replacement (B)(6) 2020, but could not get on the website in literature to hook up, plus they did not send a water chamber etc. From (B)(6) 2021 when I stopped the bi-pap, have continued to have issues. FDA safety report ID#:(B)(4).